Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient complained about the battery site heating up. The patient says they could feel the battery getting hot to the touch. A burning sensation at the device pocket was reported. The rep also stated that the patient was not receiving a 50% reduction in pain. There was no troubleshooting performed and the cause was not determined. The patient was still feeling the burning, but receiving effective therapy.